Manufacturer narrative:
Reference: voluntary medwatch report # mw5151508.

Event description:
It was reported that the patient presented for explant of the implantable cardioverter defibrillator due to infection. There were no additional adverse patient consequences reported. No further information was available.